Manufacturer narrative:
The customer¿s report of a broken male luer tip was not confirmed however a broken spin collar was confirmed. The set was visually inspected and the spin collar was noted to be separated from the rest of the set. A crack approximately 8.3mm long, running parallel to the direction of fluid flow, was visible on the proximal end (hub) of the spin collar. Inspection under magnification revealed a few smaller cracks and many stress lines/cracks on the distal and proximal ends of the spin collar. A hairline crack was observed on the proximal ¿sleeve¿ leading to the male luer but the male luer tip was not broken off or damaged. Dimensional testing was performed on the male luer tip and the measurements were within specification. The root cause of the cracks on the male luer spin collar was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported male luer tip broke off. Although many attempts made, there is no other event details provided at this time. The IV was in use for less than 96 hrs.

Manufacturer narrative:
(Reportable aware date 1/30/2017).